Event description:
Noted that the unit was able to deliver a hypoxic mixture. There was no reported pt injury.

Manufacturer narrative:
Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.